Manufacturer narrative:
(B)(4). The patient remains on lvad support. Additional information was requested, but none was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had high estimated pump flow and pump power values on (B)(6) 2016. Review of the patient's system controller history in the clinic showed that the patient experienced two pump stoppages on (B)(6) 2016. The system controller log file was submitted to the manufacturer's technical services for review. Log file analysis confirmed the pump stoppages. The patient was asymptomatic. Attempts to gather further information were made, but did not result in any additional information.

Manufacturer narrative:
The patient remains ongoing on pump support with no further reported issues. The report of elevated pump power and estimated pump flow values, low speed hazard alarms, and pump stoppage events was confirmed based on the evaluation of the submitted log file and the log file retrieved from the returned system controller; however, a specific cause for the reported events could not be conclusively determined through this evaluation. Additionally, the evaluation of the returned system controller found that the device functioned as intended during analysis with no atypical events or alarms noted. There was no low speed alarm / pump stoppage event reproduced during evaluation. Review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.